Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was identified, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.